Event description:
Bedside hemodialysis procedure was in progress. Prisma was on hold. Blood noted over patient's right side, and dependently. Per report nurse, noted leak from connection site from set to patient. Started prisma again, noted area of leak to be at the connection from the set to the hemodialysis (hd) catheter from inside the blue cap. Prisma discontinued. Disconnected set and flushed hd catheter and noted no leaks at either port. Both ports of hd catheter flushed and aspirated without difficulty. No visible cracks or damage noted on the blue male port of the set. Gambro prisma was resumed with a new m100 set and no leaks noted from connection site or hd catheter. H&h (hemoglobin and hematocrit) drawn at time and reported to md. Hbg (hemoglobin) dropped and 1 unit prbc (packed red blood cells) ordered for transfusion.